Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that it was a failure of the video generator board. So, the fse replaced the display monitor to video gen board kit. The fse then ran a running test to ensure that the unit was working properly. The removed kit display monitor to video gen. Board, video gen. Board(kit), upper display monitor board(kit) and cable assy, upper display monitor(kit) was returned to the failure analysis and testing department(fat) for investigation. These parts were received with a reported unit failure message of screen blacked out. Performed visual inspection of these parts received and parts look to be in good condition. Installed all complaint parts into the cardiosave test fixture and tested together and separately to the factory specifications and the cardiosave service manual. The failure analysis and testing department verified the failure of screen was blacked out. All compliant parts failed testing. Retaining all parts in the fat dept. As per procedure.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units screen blacked out, the unit was swapped out to continue therapy. There was no patient harm reported.